Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. Safe state had occurred on (B)(6) 2013 at 6:01 while patient was in his house. No other alarms were noted in the logs. The pump went to safe state but the patient was programmed to 500 micrograms per day but the actual dose was not known because the catheter was also not working. The patient was having more shaking. This device system delivered closapine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that on (B)(6) 2013 at the time of the alarm the patient was not in acute distress as the patient seemed to be moving extremities more and no significant increase in spasticity was noted and the patient seemed happy. It was advised that the patient be seen on (B)(6) 2013 for an urgent evaluation on the adult unit. The patient's heart rate was 122 and blood pressure was 135/76. The patient's clonazepam had been increased to 1 milligram (mg) in the morning, 0.5 mg in the afternoon, and 1 mg at nighttime. The pump was still alarming at the time of the evaluation and the low reservoir alarm date was 11-10-2020. The mechanism for the pump behavior was unclear. The patient was last seen on (B)(6) 2013 for a refill and reprogramming. Upon evaluation intermittent right arm and left ankle clonus was noted and hypertonicity. Reportedly the physician was to change the minimal rate back to flex-infusion of 500 micrograms per day and was to deliver a single bolus of 100 micrograms over four minutes to provide immediate relief. The patient was to be monitored clinically with no further recommendations. The patient's new low reservoir date was (B)(6) 2013. The patient was then seen again on (B)(6) 2013. The exact mechanism for the pump's safe state was not known and there was no recurrent episode. The patient was on clonazepam 0.5 mg twice a day because with the higher doses the patient was noted to be tired-appearing and slept during the day. The patient's blood pressure was 149/72 with a heart rate of 146. The patient was also on depakote. Reportedly, the clinic notes also noted the pump catheter malfunction was most likely related to microfracture and recommended decreasing the intrathecal baclofen dose by 8% to better asses itb delivery. The patient was noted to have bilateral elbow and wrist contractures. The patient was to return on (B)(6) 2013 for a pump refill. The total daily dose was now programmed to 460 micrograms per day and a new low reservoir alarm date was (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue occurred once. The patient was "fine with possible microfracture, a separate issue." It was further reported that it was unclear if troubleshooting was done. It was unknown how the patient was currently doing or if the issue was determined. Reportedly, the pump had not been explanted. The health care provider then clarified that within the office notes visits from (B)(6) 2013 and (B)(6) 2013 there was no mention of any microfracture of the catheter. This again was discussed with the physician also confirmed that there is no catheter fracture with this patient. Please note that the following was previously captured in manufacturer report # 3007566237-2014-00033: it was reported, "for itb (intrathecal baclofen) info after event, a question about emi (electromagnetic interference) involved? What is emi? It was then reported, "this is the first time that I have known of a case in nine years." The health care provider (hcp) didn't know what to tell his patient's in regards to any precautions as it was noted they were surrounded by emi, including cell phones and power wheelchairs in their population. The event regarding emi happened at the patient's home, after dinner. It was reported the "itb turned to safe state 500mcg/day to minimal rate." There was no known cause and the patient's mom reportedly heard the critical alarm. No further information was provided regarding the event. Additional information has been requested, but was not available as of the date of this report. Any additional information will be further captured in manufacturer report # 3004209178-2013-20859.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the battery reset message occurred. The physician was unsure of electromagnetic interference (emi) but thought it may be a culprit. Troubleshooting was to take place in the future as the patient was to come in for follow up. The patient's status at the time of the event was reported as alive, no injury. It was further reported this patient experienced increased spasticity with "alarm 10 minutes." The patient was at home when this occurred and had not had exposure to a magnetic resonance imaging (MRI) scan. The alarm was due to the pump being in safe state at minimum rate. The issue was reported as resolved and no battery reset occurred. The device was reprogrammed to the previous flex settings and no further troubleshooting was done. The patient was currently reported as &#62676;able.&#63520; the device system delivered gablofen and no other medications were in the device system. The patient was also taking clonazepam and had a history of spastic quad cp. Additional information has been requested, but was not available as of the date of this report.